Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the comb was damaged. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformance's, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet australia has previously repaired/evaluated skin graft mesher serial number (B)(4) twice as documented in the repair reports in livelink. The last repair was november 17, 2015 where it was reported that the handle was not connecting to the device and the comb, sliding pin, spring and screws were replaced. This is not a related issue. As noted on (B)(6) 2017 per clifton pereira, qa/ra compliance manager, (B)(6) repair center service repair records are unavailable if they were created prior to january 1, 2016. Repair information may be available in the australian repair database and should be documented within the complaint investigation. Initial qa inspection of the skin graft mesher by zimmer biomet (B)(6) on november 2, 2017 revealed that the handle was jammed. The pre-testing could not be performed due to the bent comb. The shoulder bolts, washers and nuts were worn. The bottom roller, roller gear and side plates were also worn. The cutters did not produce a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet (B)(6) on november 3, 2017 which included replacement of the left side plate, right side plate, bottom roller, bearing, belleville washers, shoulder bolts, cap nuts, roller bottom, comb, detents, carrier guide, and screws. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the comb was bent. While the service technician confirmed the reported event, it cannot be determined from the information provided why the event occurred. Therefore, the root cause of the damaged comb could not be determined with the provided information. The issue was resolved with the replaced left side plate, right side plate, bottom roller, bearing, belleville washers, shoulder bolts, cap nuts, roller bottom, comb, detents, carrier guide, and screws. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). Product has been not received by zimmer biomet and once product is available our investigation will begin. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the comb was damaged. No adverse events have been reported as a result of this malfunction.